Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (blackout).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the distal end with ccd module/us probe cut. Based on the result, we concluded that it was caused due to the excessive force applied on the distal end with ccd module/us probe. In addition, our technician confirmed that the ultrasound connector body fluid damage, the distal body cracked, the control body corroded, the operation channel (primary) leak, the us probe leak, the side body cover leak, the ultrasound connector body leak, the objective lens scratched, and the distal body worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.